Event description:
Report of a male luer broken inside the hub of a central line. The report indicated that the tip of the tubing set broke while it was being disconnected from a bard hickman 7 fr dual lumen central venous catheter. The customer reported that an attempt to remove the broken part from the central line was unsccessful. An unspecified part was replaced. Additional information has been requested, but has not been provided.